Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported entrapment of device (chordal attachment). There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
Crd_(B)(4) - triluminate pivotal. Patient ID: (B)(6). It was reported that on (B)(6) 2021, the patient presented with functional tricuspid regurgitation (tr) grade 5, with thin and pliable leaflets. One xtw triclip was successfully delivered and deployed, reducing the tr to moderate. On (B)(6) 2023, a single leaflet device attachment was questioned. On (B)(6) 2024, the slda report was retracted. The clip was noted firmly attached to both leaflets with possible chordal attachment. Mild to moderate tr. No additional treatment was reported.